Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty minutes into patient treatment with a prismaflex m150 set an external blood leak was found on the dialysate port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection of the provided picture and video verified an external blood leak, coming most likely from the filter header (return line). The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.